Manufacturer narrative:
This report is submitted on november 29, 2021.

Event description:
Per the clinic, the patient experienced recurrent infections (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.